Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain. It was also reported that the pain was around patients ribs and stomach and felt whether the stimulation was on or off. The patient was treated with injection and prescribed medications.